Event description:
Perclose closure device unable to be removed from patient, vascular surgery called after multiple attempts to retrieve using different methods. Decision made to trap the device in the vessel with a wall stent.